Event description:
It was reported via legal documentation that approximately 42 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery; limited activities, daily pain and discomfort in left knee impacting quality of life. Significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other undiagnosed injuries requiring ongoing medical care. Future damages also including but not limited to cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress, loss of consortium and pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-02555 d10 concomitant devices: 4456364 02-012-44-6013 - logic tibia implant psc insert, sz 6, 13mm 5827763 02-022-45-6060 - truliant tib fit tray cem sz 6f / 6t 6397791 02-010-01-0360 - logic femoral ps cem right sz 6 6621322 200-02-38 - three peg patella 38mm 6786899 201-78-12 - holding pin lg head sharp point med 2pk g4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02555. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, loss of range of motion, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.